Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the pieces of the coils are saved and will be released to be picked up by the patient per her request') in a 35-year-old female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding (abnormal uterine bleeding), inflammation and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ urinary problems or changes"), bladder disorder ("infection (bladder/ urinary tract/vaginal) type: bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes /urologic disorder"). In 2014, the patient experienced pelvic pain ("pain/pelvic pain/ chronic pelvic pain") and back pain ("chronic back aches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) excessive bleeding with periods"), menorrhagia ("abnormal bleeding (menorrhagia) excessive bleeding with periods"), metrorrhagia ("reproductive system disorder or condition type of disorder or condition: metrorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 10 months after insertion of essure. In 2015, the patient experienced thyroid disorder ("hormonal changes describe: thyroid"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract pain ("other injury(ies) or complication please describe: patient reported urologic"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia "), milk allergy ("gastrointestinal or digestive system condition type: dairy sensitive,"), gluten sensitivity ("or digestive system condition type: gluten sensitive"), drug hypersensitivity ("allergic or hypersensitivity reaction type: all meds"), nervous system disorder ("other injury(ies) or complication please describe: patient reported neurologic"), musculoskeletal disorder ("other injury(ies) or complication please describe: musculoskeletal,"), gastrointestinal disorder ("other injury(ies) or complication please describe: gastrointestinal issues") and polymenorrhoea ("period every 14 days"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract pain, urinary tract infection, bladder disorder, metrorrhagia, thyroid disorder, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, back pain, hiatus hernia, milk allergy, gluten sensitivity, drug hypersensitivity, nervous system disorder, musculoskeletal disorder, gastrointestinal disorder, urinary tract disorder and polymenorrhoea outcome was unknown. The reporter considered back pain, bladder disorder, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gluten sensitivity, hiatus hernia, menorrhagia, metrorrhagia, milk allergy, musculoskeletal disorder, nervous system disorder, pelvic pain, polymenorrhoea, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, urinary tract pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral fallopian tubes: essure coils present myometrium at the isthmic end and base of the fallopian tubes adjoining the coils is submitted in cassette nos. 7, 8 and 9. The entire right fallopian tube is submitted in assette nos. 10 and 11 and the entire left fallopian tube is submitted in cassette nos. 12 and 13. Right fallopian tube: the proximal end of the inner coil is 20 mm from the utcro) tubal junction. The proximal end of the inner coil is 20 mm from the utero tubal junction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion impression: 1. Bilaterally occluded fallopian tubes. 2. Micro-insert placement is satisfactory. Concerning the injuries reported in this case, the following one were reported via social media: polymenorrhea lot number: 731807 manufacturing date: 2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the pieces of the coils are saved and will be released to be picked up by the patient per her request') in a 35-year-old female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding (abnormal uterine bleeding), inflammation and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ urinary problems or changes"), bladder disorder ("infection (bladder/ urinary tract/vaginal) type: bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes /urologic disorder"). In 2014, the patient experienced pelvic pain ("pain/pelvic pain/ chronic pelvic pain") and back pain ("chronic back aches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) excessive bleeding with periods"), menorrhagia ("abnormal bleeding (menorrhagia) excessive bleeding with periods"), metrorrhagia ("reproductive system disorder or condition type of disorder or condition: metrorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 10 months after insertion of essure. In 2015, the patient experienced thyroid disorder ("hormonal changes describe: thyroid"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract pain ("other injury(ies) or complication please describe: patient reported urologic"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia "), milk allergy ("gastrointestinal or digestive system condition type: dairy sensitive,"), gluten sensitivity ("or digestive system condition type: gluten sensitive"), drug hypersensitivity ("allergic or hypersensitivity reaction type: all meds"), nervous system disorder ("other injury(ies) or complication please describe: patient reported neurologic"), musculoskeletal disorder ("other injury(ies) or complication please describe: musculoskeletal,"), gastrointestinal disorder ("other injury(ies) or complication please describe: gastrointestinal issues") and polymenorrhoea ("period every 14 days"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract pain, urinary tract infection, bladder disorder, metrorrhagia, thyroid disorder, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, back pain, hiatus hernia, milk allergy, gluten sensitivity, drug hypersensitivity, nervous system disorder, musculoskeletal disorder, gastrointestinal disorder, urinary tract disorder and polymenorrhoea outcome was unknown. The reporter considered back pain, bladder disorder, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gluten sensitivity, hiatus hernia, menorrhagia, metrorrhagia, milk allergy, musculoskeletal disorder, nervous system disorder, pelvic pain, polymenorrhoea, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, urinary tract pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral fallopian tubes: essure coils present myometrium at the isthmic end and base of the fallopian tubes adjoining the coils is submitted in cassette nos. 7, 8 and 9. The entire right fallopian tube is submitted in assette nos. 10 and 11 and the entire left fallopian tube is submitted in cassette nos. 12 and 13. Right fallopian tube: the proximal end of the inner coil is 20 mm from the utcro) tubal junction. The proximal end of the inner coil is 20 mm from the utero tubal junction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion impression: bilaterally occluded fallopian tubes. Micro-insert placement is satisfactory. Concerning the injuries reported in this case, the following one were reported via social media: polymenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event period every two weeks and reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the pieces of the coils are saved and will be released to be picked up by the patient per her request') in a 35-year-old female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding (abnormal uterine bleeding), inflammation and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pain/pelvic pain/ chronic pelvic pain") and back pain ("chronic back aches"). On 4-jan-2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) excessive bleeding with periods"), menorrhagia ("abnormal bleeding (menorrhagia) excessive bleeding with periods"), metrorrhagia ("reproductive system disorder or condition type of disorder or condition: metrorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract pain ("other injury(ies) or complication please describe: patient reported urologic"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ urinary problems or changes"), bladder disorder ("infection (bladder/ urinary tract/vaginal) type: bladder problems or changes"), thyroid disorder ("hormonal changes describe: thyroid"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia "), milk allergy ("gastrointestinal or digestive system condition type: dairy sensitive,"), gluten sensitivity ("or digestive system condition type: gluten sensitive"), drug hypersensitivity ("allergic or hypersensitivity reaction type: all meds"), nervous system disorder ("other injury(ies) or complication please describe: patient reported neurologic"), musculoskeletal disorder ("other injury(ies) or complication please describe: musculoskeletal,"), gastrointestinal disorder ("other injury(ies) or complication please describe: gastrointestinal issues") and urinary tract disorder ("bladder or urinary problems or changes /urologic disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract pain, urinary tract infection, bladder disorder, metrorrhagia, thyroid disorder, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, back pain, hiatus hernia, milk allergy, gluten sensitivity, drug hypersensitivity, nervous system disorder, musculoskeletal disorder, gastrointestinal disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gluten sensitivity, hiatus hernia, menorrhagia, metrorrhagia, milk allergy, musculoskeletal disorder, nervous system disorder, pelvic pain, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, urinary tract pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral fallopian tubes: essure coils present myometrium at the isthmic end and base of the fallopian tubes adjoining the coils is submitted in cassette nos. 7, 8 and 9. The entire right fallopian tube is submitted in assette nos. 10 and 11 and the entire left fallopian tube is submitted in cassette nos. 12 and 13. Right fallopian tube: the proximal end of the inner coil is 20 mm from the utcro) tubal junction. The proximal end of the inner coil is 20 mm from the utero tubal junction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-jul-2011: total bilateral occlusion impression: 1. Bilaterally occluded fallopian tubes. 2. Micro-insert placement is satisfactory.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the pieces of the coils are saved and will be released to be picked up by the patient per her request') in a (B)(6) female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding (abnormal uterine bleeding), inflammation and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pain/pelvic pain/ chronic pelvic pain") and back pain ("chronic back aches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) excessive bleeding with periods"), menorrhagia ("abnormal bleeding (menorrhagia) excessive bleeding with periods"), metrorrhagia ("reproductive system disorder or condition type of disorder or condition: metrorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract pain ("other injury(ies) or complication please describe: patient reported urologic"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ urinary problems or changes"), bladder disorder ("infection (bladder/ urinary tract/vaginal) type: bladder problems or changes"), thyroid disorder ("hormonal changes describe: thyroid"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia "), milk allergy ("gastrointestinal or digestive system condition type: dairy sensitive,"), gluten sensitivity ("or digestive system condition type: gluten sensitive"), drug hypersensitivity ("allergic or hypersensitivity reaction type: all meds"), nervous system disorder ("other injury(ies) or complication please describe: patient reported neurologic"), musculoskeletal disorder ("other injury(ies) or complication please describe: musculoskeletal,"), gastrointestinal disorder ("other injury(ies) or complication please describe: patient reported neurologic") and urinary tract disorder ("bladder or urinary problems or changes /urologic disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract pain, urinary tract infection, bladder disorder, metrorrhagia, thyroid disorder, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, back pain, hiatus hernia, milk allergy, gluten sensitivity, drug hypersensitivity, nervous system disorder, musculoskeletal disorder, gastrointestinal disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gluten sensitivity, hiatus hernia, menorrhagia, metrorrhagia, milk allergy, musculoskeletal disorder, nervous system disorder, pelvic pain, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, urinary tract pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral fallopian tubes: essure coils present myometrium at the isthmic end and base of the fallopian tubes adjoining the coils is submitted in cassette nos. 7, 8 and 9. The entire right fallopian tube is submitted in assette nos. 10 and 11 and the entire left fallopian tube is submitted in cassette nos. 12 and 13. Right fallopian tube: the proximal end of the inner coil is 20 mm from the utcro) tubal junction. The proximal end of the inner coil is 20 mm from the utero tubal junction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion impression: bilaterally occluded fallopian tubes, micro-insert placement is satisfactory. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received- previously reported event "injury to herself " updated to "thyroid", events- ¿ device breakage, abnormal bleeding (vaginal, menorrhagia), hypersensitivity, infection (bladder/ urinary tract/vaginal) type: urinary, bladder or urinary problems or changes, metrorrhagia, dental problems, dysmenorrhea, dyspareunia, pain, vaginal discharge, fatigue, weight gain, hiatal hernia, gluten/dairy): sensitive, neurologic, urologic, musculoskeletal, gastrointestinal issues and back ache. Lot number, lab data, medical history, reporter and reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.